Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patient was moved to another room to complete the coronary angiography diagnosis and it got delayed. A philips field service engineer (fse) inspected the system onsite and identified that image storage was not possible because of an issue in image disk. The engineer replaced the image disk and returned the device to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Feedback type: technical issue. Other details: submitter email: (B)(4). Cfm form received date (outlook email received date): 5/5/2023. Main reason (q3): "after the device was started normally, and the patient was registered, the image could not be stored during the coronary angiography for the patient, and the coronary angiography could not be performed. After that, the customer contacted philips to arrange the engineer for maintenance. It is expected that the engineer will arrive at the site for maintenance on (B)(6) 2023. China pms: the investigation result is required to be submitted to ca by nmpa. Required.nmpa case # (B)(4). Impact issue (q8): "after the device was started normally, and the patient was registered, the image could not be stored during the coronary angiography for the patient, and the coronary angiography could not be performed. After that, the customer contacted philips to arrange the engineer for maintenance. It is expected that the engineer will arrive at the site for maintenance on (B)(6) 2023. China pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case # (B)(4). Usage of device (q9): "after the device was started normally, and the patient was registered, the image could not be stored during the coronary angiography for the patient, and the coronary angiography could not be performed. After that, the customer contacted philips to arrange the engineer for maintenance. It is expected that the engineer will arrive at the site for maintenance on (B)(6) 2023. It was reported to philips that the azurion device was unable to expose due to an image disk storage problem. The coronary angiography could not be performed. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patient was moved to another room to complete the coronary angiography diagnosis and it got delayed. A philips field service engineer (fse) inspected the system onsite and identified that image storage was not possible because of an issue in image disk. The engineer replaced the image disk and returned the device to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting address line 1 and the reporting address city have been updated.